Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported received multiple system messages during an opthalmic procedure. The system indicated that the connected footswitch was not supported and recommended exchanging and footswitch. There was no patient impact reported.